Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed through observation a door not fully latched alarm but could not reproduce it. This was caused by a loose link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported there was no pt involvement.